Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, yellow particles in the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side assessed to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.